Event description:
It was reported that the 2800 sys monitor went blank during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The camera and power supply were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.